Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, fluid began leaking out of the flex wheel while flushing the side port of the 23mm commander delivery system post deployment. This did not affect the implantation of the thv.